Event description:
It was reported that the patient stated undergoing an inflatable penile prosthesis (ipp) explant procedure in 2015 due to an unspecified failure in the system. During the procedure the existing reservoir was deactivated and remained implanted. The retained implant got infected leading to a prolonged hospital stay and resulted in an ostomy procedure as the reservoir eroded into the patient's bowel.